Event description:
I had bilateral mastectomies in july 2008 due to a hereditary mutation that causes breast cancer. Breast implants were placed. In 2016, the implants were exchanged for the allergan style 410 mx natrelle, highly cohesive silicone implants. I began noticing cold fluid on both sides of right breast. I had pain in axillary area, breast swelling, redness and warmth. I felt my implant was sliding out of the pocket and under my armpit. In 2019, I received the recall letter from allergan stating that these implants were recalled and taken off the market due to potential breast implant illness symptoms, connective tissue diseases, bia-alcl, non-hodgkins lymphoma.. In 2020, covid shut down the ability to both see and schedule surgeries until the latter end of 2021 when covid restrictions began to be lifted and at that point I was sick and unable to become employed and get insurance to remove my implants. Since 2018, I've had multiple symptoms of bii illness-very frequent headaches and migraines, all types of infections: utis, bladder infections, sinus/ear infections, nose bleeds, unusual rashes, I became increasingly overly fatigued, would appear across my chest, the entire right side of my face (but not the other), hair loss, frequent fevers that would sometimes last for several days, inability to control my body temperature, persistant joint and muscle pain, respiratory difficulties which then required an inhaler and flonase, chronic dry mouth and eyes (although always highly hydrated), poor memory/concentration, depression, anxiety and insomnia. Sweats around the clock. It wasn't until 12/7/2021 when I was rushed to the ER for acute abdominal pain in which a CT was performed and findings showed not only that I had acute appendicitis requiring an appendectomy, but also my right breast implant had ruptured and had been leaking. Since (B)(6) 2022 I have had frequent fevers between 100-102 degrees that wasn't controlled by antibiotics and tylenol. A recent ultrasound was performed due to pain in upper right abdomen, which reflects a large gall stone which at any minute I could experience a gall bladder attack which would require returning to the ER for emergency surgery or if left untreated can lead to sepsis. I'm 37 years old and should not be experiencing any of this. I didn't get implants for vanity reasons, I had them placed following bilateral mastectomies. I'm very angry and feel let down by the FDA guidelines pertaining to the recalled implants that if you were not experiencing symptoms, keep the allergan implants in place. Reality has shown that all the symptoms related to breast implant illness don't come all at once, they accumulate as time goes by. I suspected they needed to be removed in 2019, but had no diagnostic proof to support my symptomatic claims I felt at that time, so I left them in. I am infuriated that breast implant illness is still not considered a "real illness" when there have been thousands of reports by women of these same symptoms. I am especially infuriated at allergan that they are not held responsible for the illness these implants have caused, the way it has dramatically changed the lives of the affected women, and have not been held accountable for all surgical costs to remove them and get another brand. I'm very upset that healthcare.gov does not consider this a special circumstance to get appropriate insurance so I can both remove my implants and regain my life. They will only give insurance to those just getting out of prison, those just divorced, and those who just moved to their current state. I want to know what the FDA is doing to actively pursue allergan for all financial damages and medical costs and constant emotional damage. I can't pursue a lawsuit until it is proven that I have lymphoma-cancer. Although those people should be compensated, I followed the instructions of the FDA and here I am continually sick and worried about my health and future. I would like a response to the above regarding actions you are taking on behalf of the thousands of women who have suffered as a result of a product that was recalled. Women who have died from implant induced lymphoma deserve financial compensation, but so do all the women who followed the instructions of the FDA and allergan who then suffered a myriad of illnesses that were so debilitating that they were unable to work and basically left unrecognized and uncompensated for the continuous suffering we have gone through as a result. FDA safety report ID# (B)(4).